Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported a balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified left forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 10 seconds. The procedure was completed with another of the same device. The device was simply removed from the patient without resistance. No complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years old or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported a balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified left forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 10 seconds. The procedure was completed with another of the same device. The device was simply removed from the patient without resistance. No complications reported and patient's condition is good.